Event description:
It was reported that the caller indicated that the patient's wife thinks that the implanted device is going dead. When they checked the ins yesterday, the therapy was off and the wife turned therapy back on and that caused the patient to be jolted. The caller later described the sequence of events as the wife turned therapy on and then the patient woke up within a few minutes. The agent asked for clarification if the patient was jolted or if the patient just woke up and the caller stated that the patient's wife described the scenario both ways and could not clarify. The caller stated that the patient's wife never noticed that the therapy was turned off before and they didn't seem to know how stim was off. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.